Event description:
Device 2 of 3. Reference MFR reports: 1627487-2013-02196 and 1627487-2013-02198. It was reported the patient felt heating at the ipg pocket site after approximately 30 minutes of charging. He was advised of charging precautions and stated he uses the charging belt and pouch assembly. The patient also reported ineffective stimulation and unintended abdominal stimulation, and the issues had not been resolved with reprogramming. Follow-up identified reprogramming had partially addressed the stimulation issue but he still had inadequate pain coverage. Further follow-up indicated he was unable to turn up the amplitude past 3 bars. It was reported the sjm representative will meet with the patient again. No further information is available at this time. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This charger model was associated with a field correction. Manufacturer's evaluation: corrective and preventive action (CAPA) investigation was performed. Evaluation codes: results: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.